Event description:
It has been reported to philips that the foot pedal is defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint. As the issue might relate to the fsca (B)(4) reported by philips, a conservative decision was made and this complaint is assessed as reportable by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch could not be charged. The system was not in clinical use at the time of this occurrence. A philips service engineer was informed that the charging socket of the wireless footswitch was defective. Currently there are no wireless footswitches available for replacement. Updated codes based on investigation.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.